Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2009, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criterion intervention required), fatigue ("is tired"), malaise ("does not feel well"), feeling abnormal ("she has the sense that she can feel the essure, even when moving and coughing"), burnout syndrome ("burnout") and tic ("she has now also been suffering a lot from a nerve tick in her leg") and was found to have vitamin b12 increased ("very high vitamin b12"). The patient was treated with surgery (essure removal). At the time of the report, the abdominal pain, fatigue, malaise, tic and vitamin b12 increased had not resolved. The reporter considered abdominal pain, burnout syndrome, fatigue, feeling abnormal, malaise, tic and vitamin b12 increased to be related to essure administration. The reporter commented: the patient recently had a burnout, which caused her to postpone the removal of essure. She has now also been suffering a lot from a nerve tick in her legs. And the doctor has now found 2 blood values that are severely abnormal. She would only tell me one, which is a very high vitamin b12. She said she does not take supplements. The most recent follow-up information incorporated above includes data received on: 06-feb-2024: processed with initial. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2009, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criterion intervention required), fatigue ("is tired"), malaise ("does not feel well"), feeling abnormal ("she has the sense that she can feel the essure, even when moving and coughing"), burnout syndrome ("burnout") and tic ("she has now also been suffering a lot from a nerve tick in her leg") and was found to have vitamin b12 increased ("very high vitamin b12"). The patient was treated with surgery (essure removal). At the time of the report, the abdominal pain, fatigue, malaise, tic and vitamin b12 increased had not resolved. The reporter considered abdominal pain, burnout syndrome, fatigue, feeling abnormal, malaise, tic and vitamin b12 increased to be related to essure administration. The reporter commented: the patient recently had a burnout, which caused her to postpone the removal of essure. She has now also been suffering a lot from a nerve tick in her legs. And the doctor has now found 2 blood values that are severely abnormal. She would only tell me one, which is a very high vitamin b12. She said she does not take supplements. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.